Event description:
It was reported that the water of the arctic sun device did not get cold. Per review of wo on 04sep2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Tested ttm by bypass mode. The water temperature of t4 was around 4 to 6 degrees celsius. But the water temperature of t1 was not cold. Found a mixing pump problem. Alert 113 (reduced water temperature control) seen in event log. Replaced mixing pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not get cold. Per review of wo on 04sep2024, there was no patient involvement. Per follow up information received via email on 20sep2024, they repaired the device on the customer site. The problem was cooling malfunction, and they replaced a mixing pump. The problem was resolved.